Event description:
The customer reported a leak on the side of the filter extension set of unspecified fluids when administrating an IV push. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed no damage or any anomalies. Closer inspection under magnification showed traces of insufficient solvent at the engagement of the filter outlet and the tubing. The tubing was measured and found to be within specification. The root cause of the leaking is insufficient solvent at the engagement between the filter outlet and the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. Concomitant medical products: microclave, swab cap; peripheral IV, therapy date : (B)(6) 2018.

Event description:
The customer reported a leak on the side of the filter extension set of unspecified fluids when administrating an IV push. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints.